Event description:
Boston scientific (bsc) crm received information that this dextrus lead was exhibiting increased thresholds and inconsistent capture. Therefore, a revision procedure was performed and the lead was removed from service and replaced.